Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID: 8575, lot# j12306r, implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 8575, serial/lot #: j12306r, ubd: 14-feb-2007, UDI#: 00721902169120. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (hcp) via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine (25 mg/ml) at 5.585 mg/day, indicated for chronic low back pain and spinal pain. It was reported that intra-operative difficulties occurred on (B)(6) 2018 involving catheter connection issues. It was stated that the catheter connector was ¿defective¿ so they needed to replace it. No patient symptoms were reported. It was reported that the hcp replaced the pump connector but was unable to aspirate the tcv (total catheter volume). It was stated that they wanted to prime just the 7.6 cm (o.016 ml) piece pump connector. Disconnecting the 7.6 cm piece from the other catheter and then priming the 7.6 cm piece was discussed. It was stated that there were no therapy issues prior to this pump replacement, so they were going to monitor the patient and therapy. No further complications were reported or anticipated. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.